Event description:
While performing a homogeneous plan in the treatment planning section of the pinnacle software, the customer noticed that the effective depths are 1cm off than the central axis depths.